Event description:
It was reported that after tunneling the epicardial lead to the pocket with forceps, the pin was bent and couldn¿t be inserted into the implantable cardioverter defibrillator (ICD) header. The lead was removed and replaced and the new lead connected easily to the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.